Manufacturer narrative:
The 990063-020 mapping catheter with lot number 221908187 was returned and analyzed. Visual inspection showed that the introducer was removed from the mapping catheter. A kink was observed on the loop section plausibly due to attempts made at fitting the introducer onto the mapping catheter. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.